Event description:
Customer reported receiving an error message from their precision xtra meter and it was discovered the time and date were set incorrectly upon trouble shooting. Customer reported has not been taken her normal insulin medication since this issue happened and experiencing symptoms of stomachache and loss of consciousness about eight days ago. Paramedics were called and transported customer to hospital where she was diagnosed with severe hyperglycemia and being treated with insulin. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is the initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.